Event description:
Saline breast implant "deflated." "Size decreased by 1 1/2 cup sizes, implant "sliding down." Has been replaced already (original implant 7/97, replacement 1/25/98). Was reimbursed promptly by MFR for first replacement. Experiencing pain in/around breast tissue and pectoral muscles as well as fatigue.